Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during basal delivery. The patient's blood glucose at the time of incident was 195 mg/dl. The customer stated that this was the third motor error alarm in the past month. Troubleshooting was initiated for the motor error alarm, and the customer was able to clear the alarm and rewind the pump. The customer also confirmed that the pump also received a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the insulin pump and passed. The insulin pump was unable to confirmed error alarm due to erased history file. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and broken battery tube threads.